Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2019-14348. It was reported the patient was scheduled to undergo surgical intervention to implant trial leads on (B)(6) 2019. During the procedure, the physician was unable to implant the leads due to patient anatomy. As a result, the procedure was abandoned.